Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the patient had battery replacement because of infection. There were no further complications reported/anticipated.